Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 1-december-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse reseated all connections on the injection valve along with sample loop. The fse cleaned the diluent well and checked connections on both the small and large syringe. The fse also replaced the sample loop as a precaution. All errors cleared. The fse followed up with the customer at a later time and advised the customer to change the sample needle. The g8 instrument is operational. No further action is required by field service. The most probable cause for the reported event was the sample needle.

Event description:
On (B)(6) 2016, a customer reported sporadic high total area on the g8 instrument. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.